Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that helmer fridge was intermittently failing. A field service engineer properly reattached the hasp to resolve this issue. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system helmer fridge was intermittently failing off. The customer stated that this malfunction occurred when user trying to issue medication to patient and delayed the patient care. There were no adverse events or injuries reported based on this event.